Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: evaluation summary: it is presumed that the incident occurred due to a failure in the imaging system, which degraded the image quality. (According to the repair history, there was no damage to the lens, etc.) As for the cause of the deterioration of the image quality, it is thought that the failure of the image pickup device, the damage of the ccd cable, the breakage of the circuit pattern, etc. Are considered factors, but it has not reached a conclusion.